Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a white discoloration on the display. Additionally, it was reported that there were dents on the screen. There was no known impact to the customer's blood glucose. Customer declined to provide further information regarding the reported issues.